Event description:
It was reported during a tfn procedure the head of the coupling screw broke off during malleting. All pieces of the coupling screw were retrieved. After the nail and helical blade were fully implanted, the surgeon had to mallet three other instruments to complete the procedure after the implants were in place. The insertion sleeve, buttress nut and insertion handle were all damaged from malleting. The surgery was delayed 15 minutes. This is report 1 of 4 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records has been requested. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Event description:
Surgeon was doing a hip procedure. Stated the head of the instrument broke off while tapping it with the mallet. Another device obtained and procedure continued. No harm reported to the patient.

Manufacturer narrative:
Device was use for treatment, not diagnosis.a review of the DHR indicates there were no anomalies which could have caused or contributed to this complaint. All records indicate the product was manufactured to specifications.note: blank fields on this form indicate information that is unknown, unavailable or unchanged.

Event description:
It was reported during a tfn procedure the head of the coupling screw broke off during malleting. All pieces of the coupling screw were retrieved. After the nail and helical blade were fully implanted, the surgeon had to mallet three other instruments to complete the procedure after the implants were in place. The insertion sleeve buttress nut and insertion handle were all damaged from malleting. Surgery delay 15 minutes. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: med watch uf# (B)(4). Manufacturing evaluation was reviewed and indicates that no discrepancies were noted that would be associated with this complaint. All features that could be measured were found to meet specification. The complaint issue is due to an unknown cause. An external supplier manufactured the helical blade coupling screw, part number 357.377, lot number 5670907. The instrument conformed to dimensional specifications at the time of manufacturing. The material or the shaft and knob were determined to be within specifications per the drawing. Based on the specifications at the time of the original manufacturing, the unknown root cause, and the evaluation performed by synthes, this complaint is deemed indeterminate from a manufacturing position. Investigation is ongoing.